Event description:
It was reported to boston scientific corporation that a wallflex enteral stent was to be implanted to treat a stricture in the colon during a colonoscopy with colonic stent placement procedure performed on (B)(6) 2025. During the procedure, the delivery system broke in half. The procedure was cancelled. There are no patient complications as a result of this event.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: a wallflex enteral stent did not return for analysis. However, a media inspection of the photo provided by the complainant noted that there is evidence of stainless steel detachment. No other damages were noted to the stent or the delivery system based on the available documentation. Product analysis confirmed the reported event of handle break. Taking all available information into consideration, the investigation concluded that the reported event and observed damage were likely related to circumstances that cannot be fully assessed due to the absence of the returned device and the limited evidence regarding device performance during the procedure. Due the lack of the device for evaluation and the absence of objective procedural documentation, there is insufficient evidence to determine whether the handle break resulted from physician manipulation during the procedure or a potential device malfunction. Therefore, a review and analysis of the all the available information indicated that the most probable cause is unable to exclude device problem.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a wallflex enteral stent was to be implanted to treat a stricture in the colon during a colonoscopy with colonic stent placement procedure performed on (B)(6) 2025. During the procedure, the delivery system broke in half. The procedure was cancelled. There no patient complications as a result of this event.